Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6). Batch: 7096524 UDI: (B)(4). Product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6). Batch: 7103592 UDI: (B)(4).

Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg). The lead anchors superficial to skin and bothersome and no longer getting parasethia coverage right lower extremity. The patient underwent ipg and lead repositioning procedure. Patient is stable postoperatively.